Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse internally cleaned the unit, replaced the muffler and completed a 5000 hour pm on compressor. All functional testing and safety checks to factory specifications. The unit was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during normal check, the cs300 intra-aortic balloon pump (iabp) making a rattling sound internally. There was no patient involvement.